Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had display missing segments. There was no patient involvement.

Event description:
It was reported that the device had display missing segments. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of display ¿ missing segment was confirmed. ¿ on 12-aug-2024, lvp was received unboxed and with paperwork. ¿ display test confirmed the missing segment. ¿ internal investigation revealed that a resistor was broken on the display board. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace tc10019407 display board. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Investigation summary: field technician stated issue of display ¿ missing segment was confirmed. On 12-aug-2024, lvp was received unboxed and with paperwork. Display test confirmed the missing segment. Internal investigation revealed that a resistor was broken on the display board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace tc10019407 display board. Failure investigation report attached to qn in sap. Root cause: unable to determine where the damage originated. The display board could have been mishandled or dropped during the assembly process or it could have been damaged at the supplier's end.

Event description:
It was reported that the device had display missing segments. There was no patient involvement.